Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the patient experienced unexpected asystole during implantable pulse generator (ipg) replacement. When the ventricular lead was still connected and the atrial lead was disconnected the patient experienced asystole. A new ipg was implanted. No further patient complications have been reported as a result of this event.